Manufacturer narrative:
(B)(4). Eval method - work order search. Results - a work order search was performed and there were no similar complaints found. Conclusion - based on the complaint history and work order search, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that the cq2015a three piece collamer lens was inspected prior to loading and a haptic appeared to be split. No pt contact.